Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. A 4.50mm x 24mm veriflex stent was selected for use and advanced to treat the lesion. However, during the procedure, the device snapped in half up and around the proximal segment to the stent and balloon and was left inside the patient. The physician was able to snare the detached segment but unfortunately wasn't able to pull it out. Instead, the detached shaft was put and was left in the internal carotid. No patient complications were reported and the patient's status was fine.